Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a hysterectomy, the needle fell out of the device after 4-5 stitches. No adverse events have been reported.

Manufacturer narrative:
(B)(4). Post marketing vigilance led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends and an evaluation of the returned device. A pmv needle was loaded onto the subject instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition. A review of the device history record indicates this lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened.